Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of kidney disease was exacerbated by the lifevest equipment. The patient described the area as itchy and bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended taking a break from wearing lifevest for the skin irritation. It is unclear if the physician prescribed a ointment or not to help with irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.